Event description:
A patient reported experiencing inacurate erratic results with a surestep pro bedside unit. In 2002, the patient's blood glucose results were 61 and 105 mg/dl in the morning. Tests were done 20 minutes apart. Around 1:00 pm, the patient's blood glucose results were 52, 10 and 98 mg/dl. Tests were done 20 minutes apart. No further information has been reported.